Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries and display was blank. Customer's blood glucose level was unknown at the time incident. The device will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No blank display, unexpected battery power loss and failed battery alarm noted.